Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device rebooted by itself immediately after initiating the user test. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported reboot issue. Physio replaced the system controller and user interface pcb assemblies as a result of logged event codes, unrelated to the reboot condition, and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.